Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; a4; b4; b5; b7; g3; g6; h1; h2. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that during a robotic assisted total knee replacement surgery, the end of the drill bit broke off inside the bone of the patient. It was confirmed that it was left in situ as it would cause more trauma trying to remove it. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign - event occurred in the united kingdom, the device will not be returned for analysis, as it remains in the patient; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h11 h6: component code: mechanical (g04) - drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.